Event description:
On (B)(6) 2023, a customer in italy notified biomérieux of a potential false-positive patient result when using vidas® toxo igg ii reference 30210 lot 1009766490 (expiry 26-oct-2023). The customer complained about a repeatability issue on two (2) samples from a pregnant woman collected at two (2) different times. First results from about a month ago: toxo igg: negative. Toxo igm: negative. Second results from a recent sample: toxo igg: positive. Toxo igm: negative. Second sample was tested using both the vidas® 3 and vidas® instrument with the following results: vidas®: toxo igg 15 ui/ml positive. Vidas® 3: toxo igg 7 ui/ml (equivocal) and repeated for a second time 15 ui/ml (positive). The customer also repeated the first sample collected on both instruments and the negative result was confirmed on both. The negative result was reported to the patient because the customer confirmed the result using another test. At the time of this assessment, there is no report of patient harm or incorrect treatment. A biomérieux internal investigation will be initiated. The product, vidas® toxo igg ii reference 30210, is not marketed, sold or distributed in the united states. However, a similar product, vidas® toxo igg ii reference 30210-01 is marketed in the united states.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer in italy that he suspected false positive result when testing a pregnant woman sample with vidas® toxo igg ii (ref. 30210, batch 1009766490 expiry date 26-oct-2023). ** investigation results ** 1) device history record: the review did not highlight any issue during manufacturing for vidas® toxo igg ii (ref. 30210, batch 1009766490). 2) complaint analysis: at the date of investigation, no other complaints were recorded for false positive results on vidas® toxo igg ii - ref. 30210, batch 1009766490. 3) tests/analysis performed by complaints laboratory. *products returned* two (2) samples identified sample 1 and sample 2 with a volume of 800 ¿l and 450 ¿l respectively. *control chart analysis* this analysis was carried out: on four (4) internal samples with a respective target at 0.96 (negative) / 7.98 (equivocal) / 13.0 and 16.4 ui/ml (positive). On seven (7) batches of vidas toxo igg ref. 30210 including the lot mentioned by the customer (lot 1009766490). The analysis of the control charts showed that all results were within specifications and the customer¿s lot is in the trend compared to the other lots. For reminder, the interpretation is as followed concentration < 4 ui/ml => negative interpretation, 4 ui/ml = concentration < 8 ui/ml => equivocal interpretation, concentration = 8 ui/ml => positive interpretation. *test on internal samples* the complaints laboratory tested three (3) internal samples with respective target at 5 ui/ml; 5 ui/ml (both equivocal) and 16 ui/ml (positive). The results complied with the specifications and they were not significantly different compared to those observed before the batch release. No evolution over time of these samples activity was observed. *test on patient¿s samples* the samples were tested on the retain kit of vidas toxo igg ii lot 1009766490 (customer¿s lot) and another lot used as reference and manufactured with other raw materials (vidas toxo igg ii lot 1009954970). Both lots gave similar results namely: a negative result with the sample 1 (0 ui/ml) and a positive one with the sample 2. 10 and 12 ui/ml with the customer¿s lot and 15 and 16 ui/ml with the 2nd lot used as reference. In conclusion, the complaints laboratory reproduced the customer¿s results namely a negative result with sample 1 and a positive result with the sample 2 with two (2) different lots of reagent. Consequently, the positive result is not linked to a specific lot of vidas toxo igg ii ref 30210. *additional testing* as reported in the package insert of vidas toxo igg ii ref 30210, ¿interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed.¿ consequently, the complaints laboratory conducted two (2) different research on interferences: the first one to highlight the potential presence of heterophilic antibodies and the second one to highlight the potential presence of potential anti mouse antibodies. The results were not in favor of such interferences. There was an issue when shipping the sample 2 to an external laboratory for a western blot. The tube was received damaged and it was not possible to perform the test. ** conclusion of the investigation ** the complaints laboratory reproduced the results observed by the customer using vidas toxo igg ii namely a negative result with the sample 1 and a positive result with the sample 2. Such results were observed using two (2) different lots of vidas toxo igg ii assay (customer¿s lot and a lot manufactured with other raw materials), so the behavior is not linked to a specific lot of vidas toxo igg ii assay. The complaints laboratory did not highlight any presence of heterophilic antibodies and anti-mouse antibodies when performing the search of such interferences. It was not possible to pursue further the investigation so the positive result observed by the customer on the second sample cannot be explained. As this positive result was observed internally, a potential issue linked to the customer¿s instrument can be excluded. The positive result seems to be linked to the composition of the sample 2. So, the monitoring of the patient would be necessary. According to the data mentioned above, there is no reconsideration of the performance of vidas toxo igg ii ref.30210, lot 1009766490.